Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient presented with intractable pain radiating into his legs bilaterally, left greater than right. MRI evidence of disc space collapse at l4-5, with modic edema changes, exit-zone stenosis most marked on the left at l5-s1.pre-op diagnosis was disc disruption with spinal instability, l4-5, l5-s1. Per the medical records, patient underwent following procedures: 1. Decompressive laminectomy, bilateral with partial facetectomy, l4-5, l5-s1. 2. Posterior lumbar interbody fusion, l4-5, l5-s1. 3. Placement of machined intervertebral spacer (peek 12 x 22 mm), l4-5, l5-s1 (l5-s1 with single 14 x 22 mm cage). 4. Lateral transverse process fusion, l4-5, l5-s1. 5. Segmental fixation using sextant pedicle screw system, l4-5, l5-s1. 6. Use of intraoperative fluoroscopy interpretation of intraoperative radiographs. Per op records, electrocautery electrode technique was used to confirm the level. C-arm fluoroscopy guidance utilized throughout the case. Bilateral decompression was accomplished using micro kerrison rongeurs, l5 roots were serially retracted medially. Serial disc space distractors were utilized to distract the dis space and allow placement of trials of machined intervertebral 14 x 22 mm peek implants. 14 x 22 mm peek implants were impacted and counter sunk in the l4-5 level giving a solid fit. At the l5-s1 level, a 14 x 22 mm single cage was placed in identical fashion from an approach on the left side with complete nuclectomy and removal of all disc material prior to placement. Autograft was morselized into a putty like state. The bone mill was packed and the decorticated, completing the lateral transverse process fusion. No patient complications were noted. On (B)(6) 2009 patient presented with pre-op diagnosis of lumbar plexus disorder. Patient underwent trial of spinal nerve stimulation. On (B)(6) 2009 patient presented with pre-op diagnosis of: 1. Lumbar plexus disorder. 2. Post-laminectomy syndrome. Patient underwent implantation of spinal neurostimulator system. Per op notes, a medtronic 8 contact neurostimulator lead was inserted posteriorly at the epidural space, up the midline to the t8, 9, 10 level. Two 4 contact medtronic neurostimulator leads were threaded, one to the right and one to the left of the midline, up to t8-9 level just parallel to the initially placed leads. This places three leads in parallel with each other at the t8, 9, and 10 level. Now stimulation was performed and the patient noted good stimulation in the low back, hips, legs to cover his areas of pain. Electrocautery was used for hemostasis. A pocket large enough to contain the neuro-generator was dissected. A tunneling device was inserted from the lumbar site to the pocket site and the leads were threaded through t he tunnel into the pocket site. The leads were now attached to an extension including the two 4 contact leads. Facet screws were tightened into place. Cover slips were placed over the connections and tied into place with a 2-0 silk tie. The extension and the 8 contact lead were now attached directly to the generator. Facet screws were tightened into place. Impedances were checked and noted to be at the appropriate level. The generator was placed in the pocket site, writing facing outward, and all excess lead was coiled and placed under the generator. No complications reported.